Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead dislodged after the first placement and had low r waves. The lead was explanted and a new lead was used. No patient complications have been reported as a result of this event.